Event description:
A malfunction alarm with code malf 0 was reported, for which there was no adverse impact on the customer's blood glucose level. The customer was assisted in resetting the pump by technical support and informed that they may continue using it. Instructions were provided for the customer to contact support again if the malfunction recurs, and the customer acknowledged and understood these instructions.